Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, patient underwent an open reduction and internal fixation(orif) of the left ulna and left radial neck, arthrotomy of the left elbow with joint exploration and removal of loose bodies, neurolysis and decompression of the left ulnar nerve at the elbow. During the surgical procedure, a 2.5 hexagonal screwdriver shaft broke into two. The surgeon removed the screwdriver from the field and confirmed that by x-ray that there were no retained foreign bodies. A second screwdriver was brought onto the field for the remainder of the case. This complaint involves one(1) device small hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 314.03, lot: 8014879, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: august 10, 2012, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.